Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). On 24 sep 2018 arjo was notified about the event, which occurred in the carl vinson va medical center in dublin (USA). The system involved in the event was: maxi sky 600 ceiling lift and the loop sling. Initially it was reported that during patient transfer, the sling's loop ripped with the patient in the sling, however, the caregivers were able to prevent the patient from falling the floor. No injury was reported. On 25 sep 2018, the facility representative (biomedical supervisor) indicated that the loop could not be attached properly before the transfer, which led to the event. The evaluation of the maxi sky 600 ceiling lift was conducted by arjo technician . The device was in good condition and met the manufacturer's specifications. The inspection of the loop sling was not possible because it was thrown away after the event by the customer facility staff. The device was under arjo service and maintenance contract. The last preventive maintenance was carried out on 25 apr 2018. Following information gathered, there are two factors identified that could contribute to a person sliding out from the sling, as following: - the sling torn during the transfer- this information was initially provided by the facility staff. It was not possible to confirm any sling's issue because it was thrown away before the visit of arjo technician (one day after the event). The instruction for use dedicated to the loop slings (001.03680.33.en rev.3) includes information regarding sling safety inspection and care. Based on this information, the sling should be inspected prior to each use. The instruction on how to conduct the visual inspection is described step by step and it includes among others: inspection of the loops, stitching, signs of fraying. The IFU warns: "if any abnormalities are detected after the sling inspection, or if you have any doubts about the sling safety, as a precaution and to ensure safety, stop using it." - the sling's loop was not attached to the spreader bar- this scenario was provided by the facility representative (biomedical supervisor). Based on this opinion, the caregiver did not attach the loop before starting the transfer of the patient, which led to the event. The instruction for use dedicated to the loop slings provides information regarding steps which should be taken during lifting of the patient. One of the points indicates: "make sure the loops of the slings are securely fastened to the spreader bar and fully inside the safety latches". Based on the statement given in the incident description form (idf) provided by arjo representative after the visit at the facility, the second scenario is considered as related to the investigated event. Following concerns reported by the interviewed person (biomedical supervisor), one of the sling loops (which allow attaching the sling to the spreader bar) was not attached properly before lifting the patient. When reviewing similar reportable events registered during the last 5 years, we have found a limited number of cases with similar fault description - slip out of the sling. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. To conclude, arjo maxi sky 600 ceiling lift and loop sling were used for the resident's transfer when the patient slipped out of the sling. The evaluation of the involved maxi sky 600 did not confirm any technical failure with the lift. The inspection of the loop sling could not be carried out because the sling was thrown away after the event. It can be concluded that the way of using the ceiling lift and loop sling might have contributed to the event. The complaint was decided to be reportable due to the fact that the patient fell from the device and it can pose the potential for serious injury upon reoccurrence.

Event description:
On (B)(6) 2018 arjo was notified about the event, which occurred in the (B)(6) medical center in (B)(6) (USA). The system involved in the event was: maxi sky 600 ceiling lift and the loop sling. Initially it was reported that during patient transfer, the sling's loop ripped with the patient in the sling, however, the caregivers were able to prevent the patient from falling the floor. No injury was reported.